Manufacturer narrative:
The hospital maintenance department repaired the product.

Event description:
It was reported by service report that the hilo jack was not working and the left fowler gas cylinder was missing that assists with raising and lower the head end of the stretcher. No patient involvement or adverse consequences were reported.